Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a starclose se device after a coronary stenting procedure. Reportedly, after uneventful vessel closure, approximately one hour later, the patient condition decreased. An ultrasound was done at the puncture site and no abnormal flow was observed. The patient condition continued to worsen, arterial pressure was observed to be at 5mmhg. A decision was made to transfer the patient for vascular surgery. During the surgery a retroperitoneal bleeding was observed at the puncture site in the cfa. A surgical suture knot was applied to correct the bleeding. The clip was not removed from the implant location because it was not seen on the cfa artery or anywhere during the surgical repair. The physician believes that the clip was not correctly deployed on the cfa and may have contributed to the retroperitoneal bleeding. The patient received a blood transfusion. It was indicated that the rcfa was neither calcified nor tortuous; however, calcification was present at the access site. The patient was discharged in good condition on (B)(6) 2012. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: ryujin plus 2.0x15mm; guide wire: floppy runthrough ns; guide catheter: jl4 6f; sheath: 6f cls 3.5; stent: terumo nobori; heparin IV. (B)(4) - do not deploy the starclose se clip in areas of calcified plaque. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A definitive cause for the reported event and associated patient effects could not be determined; however, the clip being reportedly deployed in an area of calcified plaque and possibly not deployed correctly on the vessel may have been contributing factors. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.